Event description:
Flare [joint inflammation], aspiration [effusion (l) knee]. Case narrative: initial information received from united states on 06-feb-2019 regarding an unsolicited valid serious case received from other health professional. This case involves a 66 years old female patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and the same day experienced flare and had aspiration. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, pateint had previous hylan g-f 20, sodium hyaluronate injection in left knee. No effusion prior to the injection. Lidocaine was injected simultaneously with hylan g-f 20, sodium hyaluronate. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection in left knee at an unknown dose, once (lot - 8rsl042, (B)(6) 2021) for unknown indication, performed by pa (personal assistant). On the same day, patient got home after the injection patient had reactions, flare. Patient was treated with aspiration, bupivacaine, methylprednisolone (medrol dospeak), compression, limited weight bearing and ice. Corrective treatment: aspiration, bupivacaine, methylprednisolone (medrol dospeak), compression, limited weight bearing and ice for both events. Outcome: unknown for both events. Seriousness criteria: intervention required for flare and had aspiration a product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one, batch number:(B)(4), global ptc number: (B)(4). The production and quality control documentation for lot number 8rsl042 expiration date ((B)(6)2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsl042 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2019, there was only 1 complaint on file for lot number 8rsl042: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product complaint handling" to determine if a CAPA is required. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on (B)(6) 2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Flare [joint inflammation]. Aspiration [effusion (l) knee]. Case narrative: initial information received from united states on 06-feb-2019 regarding an unsolicited valid serious case received from other health professional. This case involves a (B)(6) years old female patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and the same day experienced flare and had aspiration. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, patient had previous hylan g-f 20, sodium hyaluronate injection in left knee. No effusion prior to the injection. Lidocaine was injected simultaneously with hylan g-f 20, sodium hyaluronate. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection in left knee at an unknown dose, once (lot - 8rsl042, may 2021) for unknown indication, performed by pa (personal assistant). On the same day, patient got home after the injection patient had reactions, flare. Patient was treated with aspiration, bupivacaine, methylprednisolone (medrol dospeak), compression, limited weight bearing and ice. Corrective treatment: aspiration, bupivacaine, methylprednisolone (medrol dospeak), compression, limited weight bearing and ice for both events. The patient outcome is reported as unknown for both events. A product technical complaint was initiated and results were pending for the same.